Event description:
It was reported that the customer experienced a high blood glucose (bg) level of 600 mg/dl and moderate ketones that were identified as life threatening by the healthcare provider; bg cause was not known. Customer administered a manual injection to address bg, and went to the emergency room (ER). Bg was treated with intravenous fluids of saline and insulin which reportedly resolved the issue. Tandem technical support performed a full pump system check and verified that pump was operating appropriately. At the time of the report with tandem technical support there was no permanent damage and the customer was still admitted to the ER. Customer declined follow up to obtain additional information.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.